Event description:
When implanting the glenosphere, the driver kept spinning and squeaking. It appeared the threads were stripped. We could not advance the screw any further. After pulling the glenosphere back out, the threads on the screw were fact stripped. This caused a surgical delay of 45 minutes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.